Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. It was further reported that the right ventricular (rv) lead exhibited intermittent loss of capture and the right atrial (ra) lead exhibited occasional under-sensing. The leads remain in use. No further patient complications have been reported as a result of this event.